Event description:
The customer reported to olympus, during routine testing of the subject device, it tested positive for microbial contamination: 250 colony forming units of staphylococcus warneri. The subject device was a loaner device from olympus. The routine testing was performed after cleaning, disinfecting and sterilization. However, while waiting for the test results, the device was on one patient. No follow up was performed with the patient as it was not disease causing bacteria in the subject device. The subject device was cleaned, sterilized, and disinfected three times and the results were positive for 15 colony forming units. No patient harm was reported. The customer provided their reprocessing process: manually clean, disinfected and sterilize the device in the reprocessor and put in the drying cabinet for a minimum of 12 hours prior to testing. The scope is then tested. After the test the scope is once again disinfected in the machine and put in a drying cabinet.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to g2 to add the foreign country sweden. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section and insertion sections, as well as the air/water and suction cylinders were worn out, and bending section and insertion sections were scratched. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.